Event description:
It was reported that the rv lead was capped due to loss of capture, sensing difficulty, and a clavicle rib crush fracture. No patient complications were reported as a result of this event.